Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 500 mg/dl at the time of incident. The customer's current blood glucose is 384 mg/dl. The customer was reported other blood glucose value such as 279 mg/dl, around 500 mg/dl, 333 mg/dl, 406 mg/dl, 442 mg/dl. The customer treated high blood glucose by insulin through insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer did not allege the insulin pump was under delivering. The customer was using the insulin pump when high blood glucose was reported. The insulin pump will not be returned for analysis.